Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided information on resetting the pump; however, the caller was unable to perform the reset due to the lack of a pump charger.